Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged door and damaged door latch roller. No additional information is available.

Manufacturer narrative:
(B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection identified the damage to the door and door latch roller. The open door alarm occurred during functional testing of the device. The cause of the damage was not able to be determined . To correct the condition, the door assembly and door latch roller were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.